Event description:
In 2006, the lay user/ reporter contacted lifescan on behalf of the lay user/ patient alleging that her ot ultra meter was reading inaccurately erratic. The evening prior, the patient obtained a 52 mg/dl, 425 mg/dl, and 483 mg/dl on the reported meter, which were 10 to 20 minutes apart. The patient was incorrectly cleaning the puncture area. The patient ate food following the use of the meter. She described feeling faint following the use of the meter. She did not attempt to test during or after experiencing symptoms. She contacted the paramedics as she was feeling as though she was going to pass out. The paramedics arrived and transported the patient to the hospital, where she remained in the ER for several hours and received oral glucose. The patient was unable to recall the ems results; however, she reported that they were much lower then her meter readings. Her blood glucose level was stabilized prior to her release. The customer care advocate verified that the unit of measurement and calibration were set correctly. The patient was using the correct testing technique. The test strips were within expiration date, stored properly, and not opened longer than the discard date. The cca walked the reporter through a control solution test and the result fell within specifications (126/101-137). The meter, test strips, and control solution were replaced. The medical affairs specialist was unsuccessful at reaching the patient/reporter for additional information. A letter will be mailed. It would have been helpful to know when the patient ate in relation to the three results, her medication regimen, diet, testing frequency, possibly results obtained by paramedics, possible treatment administered prior/during transport to the hospital, result obtained at the ER, and diagnosis from hospital. This complaint is being reported due to the following conclusion: she obtained two elevated results (425 mg/dl/483 mg/dl) and a low result (52 mg/dl). Although she proceeded to eat food, she later developed symptoms of hypoglycemia (faint) alleged that the result obtained on the ems was much lower that her meter readings even though she had eaten a meal.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.